Event description:
Subsequently, the physician elected to surgically intervene so as to determine a possible root cause for the ongoing low impedances anomaly and threshold rise. Although no visible lead or device damage was observed and measurements via the psa were within normal ranges, the physician elected to removed the lead and the associated device due to an abnormal electrogram observation noted after ventricular pacing. Both the explanted lead and device are intended to be returned for laboratory analysis and another boston scientific system was successfully implanted with no adverse patient effects.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Impedance testing resulted in normal measurements. Testing of the outputs; however, noted the rv pacing output pulse was consistently lower than expected. The device case was opened and detailed testing of the internal components revealed to anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This resulted in the lower than expected pacing output pulses seen in the laboratory setting. This issue would not have caused or contributed to the reported low pace impedance measurements. No device characteristics were noted that would have contributed to that clinical observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation at this time, is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system recorded two, low out of range pacing impedance measurements. The patient was contacted to return for follow-up, as this was a recent implant. Clinical follow-up confirmed the low impedance values: boston scientific's technical services (ts) was contacted for root cause analysis. Ts reviewed the available information, to include x-ray images; however was unable to clearly identify a root cause. Ts communicated that the observation maybe related to a lead anomaly and/or a connection issue within the device header. To date, no intervention has been performed and the current recommendation is to continue with remote monitoring for system changes. No adverse patient effects have been reported.